Event description:
The patient was seen at the center for device evaluation. Testing performed confirmed out of range impedances on all electrodes. Surgery to explant the patient's device is to be scheduled.